Event description:
It was reported that the patient underwent an orthopedic surgical procedure on an unknown date and suture was used. The suture was not completely dissolved at 5 weeks, and the surgeon had to remove the suture. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.